Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forceps was used during a gastroscopy and colonoscopy procedure performed on (B)(6) 2025. During the procedure, the forceps completely removed the mucosa and submucosa, with a 4 mm punch specimen. The biopsy site was lost necessitating an exploration of the duodenum for 20 minutes, but the site was lost. This led to several postoperative complications, including pain, the need for a CT scan, nasogastric tube placement, prolonged fasting in an undernourished patient, and antibiotic treatment, ultimately extending hospitalization by three days. CT findings suggest the presence of a few extra digestive air bubbles, notably periduodenal, perivesicular, and suprahepatic, associated with a small amount of intraperitoneal fluid in the douglas pouch, indicating a post-biopsy digestive perforation. The patient was given morphine for pain management. For antibiotic therapy, the patient was given rocephin and flagyl for 7 days. The patient's condition improved, and they were discharged to a rehabilitation center on february 3, 2025, with no further follow-up needed related to the event.